Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that there was a rise in threshold on the right ventricular lead. Dislodgement was suspected but could not be verified through chest x-ray. The lead was replaced on (B)(6) 2018. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.